Event description:
A malfunction was reported with the customer's pump on 01/20/26 and 02/01/26. There was no reported adverse impact on the customer's blood glucose level. The customer performed a pump reset independently before contacting technical support. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.

Manufacturer narrative:
Investigation was reviewed and the investigation codes were updated to reflect the investigation outcome more clearly.